Manufacturer narrative:
Correction: please retract 2017865-2024-72214. The noise observed was only on the discrimination channel and not the nearfield channel making this report a non-reportable complaint as there is no impact to device functionality.

Event description:
New information received notes no true noise was observed in the near-field or ventricular sense channels, just the discrimination channel.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise was observed on the discrimination channel of the implantable cardioverter defibrillator (ICD). Programming recommendations were forwarded to the patient's clinic. The patient was stable.